Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-15845.

Event description:
It was reported that the belt clip broke. The customer also reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 367 mg/dl compared with the sensor glucose reading of 185 mg/dl. The blood glucose reading at the time of the call was 98 mg/dl. The customer stated that the set detached and that he had had this issue at least 5 times since he started using the system. Nothing further reported.